Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown 3.5mm lcp proximal humerus plate. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter facility name, address and contact information were not provided for reporting. This report is for one (1) unknown 3.5mm lcp proximal humerus plate. PMA/510(k) number is not available. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was scheduled for surgery. Patient was prepared for surgery, moved oved onto the theatre bed and was pre-medicated. During the surgery preparation, it was noted that the plates booked for the procedure (philos) were not on the set. This was noted as the actual set did not correspond with the order check sheet. Surgery was cancelled. Patient condition was not reported. This report is for one (1) unknown 3.5mm lcp proximal humerus plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A quality investigation was completed: the issue got evaluated and appropriate actions have been initiated/taken to address the matter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A quality investigation was completed: the warehouse distribution and shipping processes were reviewed and it was determined there were areas that could be more clearly defined to prevent such issues going forward as well as other checks that could be put in place. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.